Event description:
It was reported that during implant of a right ventricle leadless pacemaker (rvlp) that during pre-mapping the physician was unable to get good measurements and decided to reposition. During repositioning, when advancing the protective sleeve over the rvlp, the protective sleeve interfered with a chronic lead and the rvlp had to be pulled back resulting in the helix stretching. The rvlp was not used and the procedure completed with a different rvlp. There were no patient consequences.